Event description:
According to the reporter during a laparoscopic lobectomy/wedge resection, they were unable to fire the staples and the staple line was incomplete proximally and centrally. Another reload was used to fix the staple line. There was potential prefiring during loading. No reinforcement material was used. No patient adverse events were reported. The patient has undergone chemotherapy or radiation treatments. Current patient status is alive with no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. The visual inspection of the returned product noted the instruments¿ firing knobs were retracted and the articulation lever was in neutral position. Visual inspection of internal components revealed a sheared tooth on the first and second firing racks. Visual inspection of internal components revealed a set of sheared teeth on the first row of the third firing rack. Pmv performed functional testing. The instrument was successfully loaded with a sulu. During the firing cycle, a skip was audible in the firing stroke of the first and second instruments. After initial clamping, the third instrument could not be cycled. An access hole was cut into the instruments¿ body for visualization of the firing rack.records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the sheared teeth on the firing rack may occur when firing over tissue that is beyond the recommended thickness range or when firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the inst rument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected.the root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident.should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the reload is fully fired, and is engaged to the instrument. Device received fully fired and partially retracted, and still loaded on instrument. The firing knobs were retracted by engineering, using greater than normal force. The device was removed from the instrument and disassembled. The knife bar laminates were found to be bent and the adapter was gouged by the bent laminates. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Engineering concludes that damage to the knife laminates can be the cause for the increased firing and retraction forces causing the device to remain locked on tissue. This condition can occur at assembly and will result in the reported condition. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.